Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed at 12:30 am. This 21mm watchman laa closure device was released, it was noted that the laa pressure was quite high and the patient was in atrial fibrillation (af). The device embolized into descending aorta, the closure device was successfully recaptured and removed with a snare. The procedure was completed with a 24mm laa closure device. No further patient complications were reported and the patient's status is stable.